Event description:
The event is reported as: the customer alleges that the device presented with wear and tear and roles on the body of the resuscitator. There are no reports of pt injury, harm or adverse events.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.